Event description:
It was reported that the patient was seen with high impedance., the patient will be referred to a surgeon for revision. No known surgical intervention has occurred to date. No other relevant information has been received by manufacturer to date.